Event description:
It was reported that the patient experienced recurring incontinence with advance sling. An artificial urinary sphincter was implanted. No further issues were reported in relation to this event. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that the patient experienced recurring incontinence with advance sling. An artificial urinary sphincter was implanted. No further issues were reported in relation to this event.